Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient started experiencing pocket heating while charging after 20 minutes of charging. The patient has not used her system since (B)(6) and was unable to communicate with or charge her ipg. The patient underwent surgical intervention where her ipg was replaced with a new one, which resolved the issue.